Event description:
Patient went to ip radiology for a chest x-ray which needed to be completed in the sitting position. A z view seated chest x-ray was completed. The cr cassette was run through the cassette reader and an error message was given. The machine rescanned the cassette. An error message was given again and the image was deleted. The patient needed to undergo the x-ray again. Service call to adt was made for repair which occurred and the machine was put back into service when remediation completed. No patient harm.